Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had off no power. Customer¿s blood glucose level was 226 mg/dl. Customer stated that the pump was not accepting a battery and was assisted the customer in rewind process but the pump shut off and not coming back on. Troubleshoot was performed for off no power. Customer stated that he did not get a low battery alert prior to the off no power alert. Customer states the battery cap was normal. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with currents in specification. No unexpected battery power loss. Unit had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.